Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The inner tubing was kinked/bucked and blood was observed in/on the helix mechanism. The lead was damaged at implant.

Event description:
It was reported that during the implant procedure the lead turned out to be to short for the patient. The lead was not implanted and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.